Event description:
The complainant reported that the patient encountered femoral site bleeding. As a result, the pump was removed. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed could not be determined.